Manufacturer narrative:
Other text: d2: common device name, d2: pro code, d4: UDI number, and g5 510k are unknown and not provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Visual and functional tests were performed. The visual analysis confirmed the defect for the returned samples: the ten shelf packs are missing the label. However, the single unit packages are correctly labeled and provide all the necessary information. The defect originated during the printing/packaging process. In this case, it seems that unlabeled shelf packs were temporarily used pending receipt of the labels to be reprinted. The labels were not reprinted, and the discrepancy was not detected during the completion and the review of the reconciliation form. Review of the complaint history of the last five years revealed that this is the first complaint recorded for missing label on the shelf pack. In conclusion, the investigation suggests that the defect is an isolated occurrence, and it results from a combination of procedure not followed properly (temporary use of unlabeled shelf packs) and human error in the completion and review of the reconciliation form. The root cause of this complaint is a manufacturing error. Action taken: the complaint has been shared with the manufacturing, engineering and planning depts to raise awareness of this type of defect. The retraining of the appropriate personnel has been performed. As the investigation seems to suggest an isolated occurrence, no further actions will be implemented, but this type of defect will be monitored for recurrence.

Event description:
It was reported that before opening the inner box, the customer noticed no product label was affixed to it. No patient injury.